Manufacturer narrative:
No device malfunction was reported and device was not explanted. Serial number not provided for lot history review. The IFU instructs the patient to contact the physician if severe pain results. The frequency of occurrence is consistent with risk management documentation.

Event description:
Patient was implanted with perigee on (B) (6) 2008. On (B) (6) 2008 patient had worse incontinence than before, pain at left side of buttock, infection at the exit point in the left groin. On (B) (6) 2009, patient had a revision for infection at the exit point in the left groin and it was resolved.